Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report that the patient's monitor would not power on. The patient was issued a replacement monitor and two battery packs. Device evaluation of battery packs sn (B)(4) is currently underway. The reported problem (will not power on monitor) has been confirmed. As received, the battery would charge in a charger, but would not power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of the evaluation. No adverse event resulted from the shorted monitor component or the defective batteries. The patient received a replacement monitor and two battery packs.

Manufacturer narrative:
Device evaluation summary - device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation, the monitor was not powering on and was drawing excessive current (3 amps). Upon evaluation component c9 was shorted. The c9 component is a equivalent series resistance capacitor located on the biphasic defibrillator pca board of the monitor. The cause for the inability to power up was the shorted component. The root cause for the shorted c9 component could not be positively determined. Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge in a charger, or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. Device MFR date: monitor: 09/2012, batteries: 07/2012, sn (B)(4): 08/2011, sn (B)(4): 09/2011, sn (B)(4): 09/2011, sn (B)(4): 03/2012, sn (B)(4): 03/2012, sn (B)(4): 03/2012.